Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at a dose of "4mg". It was reported that a catheter kink occurred. The patient had a return of pain symptoms. The pump pocket was opened and the catheter access port (cap) was accessed and showed no flow. The hcp pulled out the pump and saw that the catheter was twisted and was kinked. The catheter was untwisted/unkinked and the cap was accessed and cerebrospinal fluid (csf) was confirmed. The pump was put back inthe pocket and therapy was resumed. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient "may have twiddled the pump, or when it was replaced it was over coiled". At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history at the time of the event were asked but would not be made available.